Event description:
It was reported by the patient's family member that the patient was in the hospital due to other illnesses and the hospital staff had alerted the family member that the patient's device was "not working" and there was "something going on" with it. The family member noted that the patient was on a bi-level positive airway pressure (bipap) machine and that the patient's heart rate is low. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2011 (B)(6). (B)(4).